Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. It was reported that the patient experienced a skin reaction with an infection which occurred six days after the sensor had been inserted in the arm. The patient developed redness, inflammation, and drainage at the puncture site. Prior to sensor insertion the area was prepped with alcohol. The patient consulted a health care provider (unspecified date) who prescribed an oral antibiotic medication (levaquin) for the infection. No additional event or patient information is available.